Manufacturer narrative:
FDA was notified on (B)(4) 2014 of voluntary recall. Report number is pending. The product involved in the report has been returned and is being processed for evaluation. A review of the device record is in-progress. Upon completion of the investigation; a follow-up report will be filed. (B)(4).

Event description:
(B)(4) received a report stating the patient was intubated in the intensive care unit. When the anesthesiologist inflated the endotracheal tube's cuff, he noticed the pressure was decreasing. He tried to reinflate the endotracheal tube's cuff but the pressure continued to decrease. He decided to use another microcuff tube and he completed the procedure. Additional information received on (B)(4) 2014 stated the event occurred on the initial placement of the tube. The patient was intubated and within a few seconds of initial placement the cuff pressure was decreasing. The cuff was inflated once more and the pressure continued to decrease. The patient was then extubated and re-intubated with another subglottic tube and the procedure was completed. There was no reported patient injury. No additional information was provided in regards to the patient's status.